Manufacturer narrative:
H6: method: 86. A work order search was performed for the lens. Results-100 (other): visual inspection of the returned product showed that one lens haptic was torn off and missing and the lens optic was torn. There was surgical residue/debris on the product. A lens work order search was performed and no similar complaints were found within the work order search. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon attempted to implant a cq2015 3-piece collamer lens. The lens trailing haptic tore off prior to insertion into the eye. No pt contact or injury. It was unk what caused the trailing haptic to tear.